Manufacturer narrative:
Tech support advised the customer that intermittent loss of network signal while monitoring beds can indicate a multicast issue. The customer stated they would do additional troubleshooting. When the customer was called back, they stated the issue stopped occurring and no further troubleshooting could be conducted. At this time there is no indication of product failure and the issue was likely a result of network issues at the customer site. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer called in to tech support to report that beds would repeatedly disappear from the central station for six to seven minutes at a time. There was no patient or user death, or injury associated with the event.